Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0v5h6, implanted: (B)(6) 2015, product type: lead. (B)(6)

Event description:
The consumer reported that when the trial was being implanted, the anesthesiologist broke her back lower bottom molar in half vertically. All her top right teeth were imbedded in her right lip. The patient needed to have a root canal to get a crown. Also, a nerve was nicked in her voice box and the patient was still having issues with her voice. The patient was indicated for urinary dysfunction/ sacral nerve stimulation and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, an follow-up report will be sent.

Event description:
Additional information received from the patient's healthcare provider reported that the device was not involved in the patient injuries.